Manufacturer narrative:
Device was discarded by the hospital. Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, while trying to dissemble in central processing, the universal rod end snapped off where the threads are.